Event description:
It was reported that the patient presented to the ER with the guidewire protruding from beneath the clavicle several weeks post insertion of the rapid infusion catheter exchange set. The guidewire was removed, and hospital investigation revealed that it was a similar gauge and length to the type used in the arrow kit. The hospital's conclusion was that the guidewire had accidentaly not been removed at the time of insertion of the exchange catheter.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.